Event description:
It was reported that during the procedure in the non tortuous, mildly calcified, right coronary artery, for treatment of a 99% de novo stenosis, a 2.75x12 nc trek rx dilatation catheter was advanced without resistance to the target site. An attempt was made to inflate the balloon; however, the balloon failed to inflate. The catheter was withdrawn from the anatomy and replaced with a non-abbott 2.0x15 balloon which performed dilatation successfully. A xience xpedition stent was implanted and a nc trek balloon was used for post dilatation. The procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; runthrough extrafloppy; guide catheter: heartrail (6f jr4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.